Manufacturer narrative:
Additional manufacturer narrative: peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, the patient developed complete heart block post operatively. The patient required a permanent pacemaker placement on pod # 6. The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. This event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards learned through the implant patient registry that a patient with a 25mm 8300ab intuity valve, implanted for six ( 6) days, had a persistent av block and underwent micra pacemaker on pod # 6. Per received medical records, the patient underwent avr due to severe aortic stenosis with ef and multi-vessel cad. During the procedure, the bicuspid aortic valve was found to be densely calcified and the leaflets were excised on top of the annulus. A 25mm 11500a inspiris valve was chosen to replace the valve in traditional approach. The sutures were placed around the annulus and the valve was secured using a cor-knot. The aortotomy was closed and the patient was weaned off successfully from the by-pass. Echo showed a complex leak likely paravalvular over underneath the right coronary ostium. The aortotomy was opened and the valve was inspected and found to have a paravalvular leak. The inspiris valve was excised and was replaced with a 25mm intuity valve. The valve was nicely coapted with no pvl. Post-op tee showed good competency of the aortic valve with retained ejection fraction. The patient had a persistent av block and underwent micra pacemaker on pod # 6. The patient was discharged home in stable condition on pod # 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: in this case, the patient developed complete heart block post operatively and the patient required a permanent pacemaker placement on pod # 6. The root cause of this event was due to procedure related factors. H11: corrected data: corrected investigation coding and conclusion coding to section h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.